Manufacturer narrative:
Device received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify missing segments/partial display anomaly due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and fluid. Customer¿s blood glucose level was unknown. Customer stated that there was leaking at the reservoir and the insulin pump display went blank immediately after exposure to moisture. Customer stated that it had lines already on the display however it was still turning on. The customer was also advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.